Event description:
It was reported to covidien on 09/23/2009, that a customer had an issue with a peritoneal dialysis catheter. Customer states that there was leakage in the catheter tube near the luer-lock connection. The patient got peritonitis, and the catheter needed to be exchanged in a hospital.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.